Event description:
N/a.

Manufacturer narrative:
All available information was investigated, and the reported leak was not confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported leak. The air embolism appears to be related to the reported leak. Air embolism is listed in the instructions for use as a known possible complication associated with mitraclip procedures. The reported delay of treatment/therapy and unexpected medical intervention were results of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.na.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report leak, air embolism, delay and medical intervention. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. The steerable guide catheter was advanced to the mitral valve without issue. Then the clip delivery system (cds) was inserted into the sgc; however, 3 minutes later, air was observed in the imaging. Air was detected in the hemostatic valve which resulted in a clinically significant delay in the procedure. The stopcocks were checked and confirmed to be closed and properly screwed on. The physician stated that the leak was probably caused by the clip introducer or a possible small crack in the three-way stopcock, but this cannot be confirmed. The cds was removed with the clip attached. After removing the cds, the physician aspirated and more air pulled into the syringe. An additional cardiac catheter was needed to aspirate the air from the coronary arteries. The patient is stable and the procedure continued with a new cds and the same sgc. Two clips were implanted, reducing mr to 1-2. No additional information was provided.